Event description:
It was reported that patient experienced infusion set fell off during use on (B)(6) 2025 and that led to high blood glucose and multiple daily injection (mdi) is used for treatment.

Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.